Manufacturer narrative:
The reported event of backup vvi was confirmed in the laboratory. The device went into backup mode due to an unexpected error, cause was not determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon device interrogation, the pulse generator exhibited backup vvi operations. The patient presented on (B)(6) 2019 for procedure and the device was explanted and replaced. No further information was available.

Event description:
New information received indicated that the patient was stable prior, during and after the procedure.